Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable high qms gentamicin immunoassay result for one patient sample. The initial result for a trough sample was 6.0 ug/ml and was reported outside of the laboratory. The pharmacy questioned the result and the sample was repeated with a result of 1.0 ug/ml. The sample was repeated on another analyzer with a result of 0.8 ug/ml. The repeat results were believed to be correct. There was no adverse event. The reagent lot number was 72894697 with an expiration date of 31-aug-2018. The field service representative found there was a sampling issue. The laboratory personnel cleaned the sample probe and rinse station. The field service representative realigned the rinse stations and adjusted the sample probe. Successful calibration, qc, and precision testing was performed.